Manufacturer narrative:
The product was not returned for evaluation. The lot number information is unknown. Medical documentation received does not relate event to a specific product. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Patient reported eyes burning after product use and continued using product for three days. A pharmacist instructed patient to discontinue the product and use refresh plus. About 24 hours later, patient experienced hives in throat, hands, and feet. A few days later, patient's condition did not resolve and visited a hospital emergency room. The emergency room doctor administered a shot of benadryl and rx for vistaril. Patient felt she had a reaction to the vistaril and visited another hospital emergency room a few days later. Patient confirmed condition resolved. The optician reported that the patient also used the multi-purpose solution as a rewetting drop. His opinion was that the reaction is unlikely related to the product as an allergic reaction is immediate rather than delayed 24 hours. Medical records from the first hospital noted patient presented with "burning pain all over". No fever, chills, trauma, nor rash were present. Patient thought she had reaction to something she ate four days ago. Impression was paresthesias and diffuse tenderness. Medical records from second hospital noted neuropathy and that patient did not have allergic reaction but rather acute exacerbation of diffuse pain.